Event description:
It was reported that a distal embolism occurred, requiring additional intervention. A 2.1mm jetstream xc atherectomy catheter was selected for an endovascular therapy procedure to treat peripheral arterial disease in a moderately tortuous superficial femoral artery (sfa). After ablation of the sfa-mid stent restenosis, angiographic imaging indicated that an embolism had occurred in the posterior tibial artery. The ablation site was pre-dilated and treated with a non-boston scientific drug-coated balloon. Then, an attempt was made to cross the guidewire through the posterior tibial artery; however, it was unable to cross. Therefore, the procedure was terminated. The following day, another attempt was made to cross the guidewire through the posterior tibial artery, however, the event persisted; therefore, the anterior tibial artery was dilated with a balloon to complete the procedure. The patient was stable after the procedure.